Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to claim no audio output patient experienced on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient's mother to test the alert functionality and reported alerts were not functional, but device did vibrate.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A test for intermittency was performed and the device failed, confirming the reported event of no audio output. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Receiver data log was downloaded and no errors were observed. Device failed functional testing. Further tests showed that the speaker is defective. The root cause was determined to be an assembly error. A CAPA has been initiated for this issue.